Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The patient indicated that she did not think it was working and did not know how to increase the device. The patient clarified that device not working meant not feeling stimulation and not experiencing relief of symptoms. Patient services assisted patient to synchronize patient programmer (pp) with ins which indicated stim was at 0.4 but indicated stim off. The patient was assisted in turning stimulation on and confirmed feeling stimulation at comfortable level in correct location. The patient was not aware the stimulation was off and was unsure if they healthcare provider turn it on or not following implant. No further complications were reported/anticipated.